Manufacturer narrative:
Product analysis: the device remains implanted, therefore no product analysis can be performed. Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that approximately three months after the implant of this 26 mm transcatheter bioprosthetic valve, severe paravalvular leak (pvl) was noted. Subsequently, a non-medtronic valve was implanted valve-in-valve. It was reported that prior to the initial implant, the annulus had been sized for a 29 mm, however the physician chose to implant a smaller 26 mm valve due to the ¿fragility¿ of the patient. No adverse patient effects were reported.